Event description:
It was reported that a novum iq large volume pump under-infused propofol during patient therapy the pump alerted to ¿infusion complete¿ despite having 20ml and 30 minutes left on the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. An event history log review was performed, and the user updated the vtbi to 90ml and started the pump at time 21:11. The infusion completed at time 23:52. Based on the calculation, the infusion completed within the intended time. A downstream (distal) occlusion sensor test was performed, and the results passed. An upstream occlusion sensor test was performed, and the results passed. A flow rate accuracy test was performed, and the results passed. The reported condition was not verified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.